Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit has solid green status indicator light.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification, alongside random manual power ons, up to the 7th december 2014. A fresh pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between 12th december 2014 and 5th february 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. There was slight voltage fluctuation observed on the pogo-pins, this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.